Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl. The customer was treated for the low blood glucose with 38 mg/dl. The customer treated their blood glucose levels with food. Customer stated that they had issues with lost sensors. The product was not returned for analysis.